Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for blank display. Blood glucose was 402 mg/dl. The customer stated that the display was not blank less than 30 seconds. Customer stated that display is blank currently. Insert battery alarm did not display on the pump screen. Customer states battery compartment is corroded. Customer states the spring is corroded. Customer didn¿t performed troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads, cracked case behind the pump near the battery compartment, stained keypad overlay, and minor scratched lcd window.